Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient complaining of discomfort and of dislocation. After the revision was complete the surgeon concluded the stem was not positioned properly and did some soft tissue releases and changed the liner to a semi constrained option. The surgeon said, "dislocation due to excess bone and stem rotation."